Event description:
It was reported that lead revision was planned due to ventricular noise. Upon device interrogation, noise was not observed. A variation in sensing and pacing lead impedance were also noted. Externalized conductors were also observed. The lead was capped and replaced. There were no adverse consequences to the patient.